Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Swing tab detached/missing. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab missing, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon found that the swing tab had fallen off. The fallen piece did not fall into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.